Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that pacing inhibition on the left ventricular (lv) lead was noted intermittently when the device was handled. Therefore, the lv lead was disconnected and testing through the pacing system analyzer (psa) noted normal function. When the lead was reconnected to the device, the pacing inhibition reoccurred. As a result, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was inspected and holes were noted in three of the seal plugs of the device. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.